Event description:
Report stated after hooking patient up to the vent, the mom was saying her good byes. By the time the patient was being strapped into the car seat it had taken 35-40 min. Rt was outside the vehicle while mom was strapping patient into the car seat. Vent was plugged into middle cigarette console (between seats). Mom yelled the patient was not breathing and vent is shut off. Ventilator was alarming audible and visual (unknown which alarm - focus was on pt). Rt plugged vent into dashboard cirgarette adapter. Vent powered on. Rt connected o2 to ambu-bag. Mom bagged patient until hospital staff transported patient to ICU for observation. Unit was plugged into ac power looked over by hospital biomedical staff and patient went home on same ventilator the next day. No patient harm. Occurred. Prior to the vent returned to the manufacturer, patient was on this vent without problem.